Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when cutting the tissue in a robotic laparoscopic hepatectomy procedure, the surgeon was able to press the green button but the handle cannot be squeezed. The surgeon decided to not used the device and used the robotic devices to dissect to the tissue and complete the case. There was no patient injury.